Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer¿s blood glucose was 158 mg/dl. Customer stated that they received the open book image on the insulin pump screen. Customer mentioned that customer went for swimming but she kept insulin pump out of water on shoulder. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.